Event description:
It was reported that pump repeatedly recognized full cartridge as empty, requiring repeated loading steps and causing insulin waste, and patient did not want to troubleshoot pump issues. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no further information was obtained, and no additional actions were taken by technical support.